Manufacturer narrative:
G2: country of origin is sweden. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having fusion spinal therapy. It was reported that the tulip from the mas-screw had come loose from the screw and the rods in the construction were broken. The broken tulip was on left l4 and the rod on the left side was broken on two spots while the rod on the right side was broken in one position. There was pain in the area of the back where the broken screw was located near l4. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis #: (B)(4) product: 55840006545; lot: 0617833w visual and microscopic examination confirmed that the tulip head was separated from the shaft of the screw. The body of the screw was sheared from the tulip head, leaving the c-clip intact. This is consistent with fatigue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info received: radiographic image assessment indicated that CT reconstruction of hardware shows rod fracture possibly l4-5 and l3-4 in other side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.